Manufacturer narrative:
The reports of the following patient identifiers are linked: (B)(6). E1-facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that at the end of endoscopic retrograde cholangiopancreatography (ercp), it was noticed that distal end cover was not attached to the videoscope when cleaning. The videoscope was then reinserted to retrieve the distal end cover successfully. There were no further reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: b5, d9, h3, h4 and h6 the device was returned to olympus for inspection and the reported failure was not confirmed. The top and bottom of the returned device was found to be undeformed, which means that the distal cover was not properly attached to the endoscope. However, there is no indication that this device was not used in accordance with the IFU/labeling, so the cause of this event at the user facility could not be determined. In addition, the following reportable malfunction was identified during the device evaluation: crack on the bottom of the distal cover. Based on the results of the investigation, and since the device malfunction was not confirmed, the definitive root cause of the reported issue could not be determined. The likely cause of the crack on the bottom of the distal cover found during evaluation was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer that the distal end cover fell into the patient's stomach. It was successfully retrieved using a grasping forceps.